Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states screws that attach the right head tube to frame cracked while end user was using chair. No further info provided by end user. Dealer believes it was caused by user not manufacturer defect. MDR filed.